Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up supplemental will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device had an error code 210.6020. There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer that the device had an error code 210.6020. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Additional in d8, d9, h3, h6 this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced key pad(door) assembly for error code 210.6020. A review of the device history record for (B)(6) was performed, which showed the device had a manufacture date of 12dec2018 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device had an error code 210.6020. There was no additional information provided and no patient involvement.